Event description:
It was reported that the customer had a motor error alarm at a set change. Customer was disconnected and had already reverted to a back-up plan. Customer was not hospitalized. Pump will be returned and replaced. No further details given.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.